Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.

Event description:
(B)(6). Date of event: best estimate (B)(6) 2014. According to the information received, a catheter was inflated with 10 ml of vaseline oil. The balloon burst.